Event description:
Title: an analysis of surgical factors associated with clinically significant eyelid edema (csee) in patients undergoing blepharoplasty: lid crease techniques associated with csee. The aim of this study is to investigate whether surgical factors, including surgical techniques and suture type, were associated with clinically significant eyelid edema (csee). Between january 2021 and december 2022, a total of 269 patients who underwent upper blepharoplasty with or without additional external levator advancement, lid crease formation, brow ptosis repair, or lower eyelid surgery by 2 oculofacial plastic surgeons who perform blepharoplasties using similar techniques. The skin was typically closed with a running 6-0 polypropylene or 6-0 plain gut suture. The 2 methods utilized for ¿full lid crease formation¿ include the placement of either interrupted externalized silk sutures from the skin to the levator aponeurosis or buried polyglactin 910 sutures from the orbicularis just beneath the skin to the levator aponeurosis. The mean age plus standard deviation no csee frequency (%) (n = 213) group is 66.79 plus or minus 12.89 years and csee frequency (%) (n = 56) group is 70.89 plus or minus 11.37 years. No csee frequency group has 63.38 females and 36.62 males, csee frequency group has 50 males and 50 females. The mean follow-up duration was not reported. Reported complications: prolene polypropylene suture (ethicon): - (n=9) clinically significant eyelid edema (csee). Treatment: not reported. Plain gut suture (ethicon): - (n=27) clinically significant eyelid edema (csee). Treatment: not reported. Vicryl polyglactin 910 suture (ethicon): - (n=18) clinically significant eyelid edema (csee). Treatment: not reported. Perma-hand silk suture (ethicon): - (n=5) clinically significant eyelid edema (csee). Treatment: not reported. In conclusion, patients who underwent blepharoplasty with mini crease enhancement, where more than 4 sutures are placed from skin to levator, and/or had buried suture lid crease formation had greater rates of clinically significant eyelid edema (csee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: ophthalmic plast reconstr surg. 2024 nov-dec 01;40(6):701-705. Https://doi.org/10.1097/iop.0000000000002702. Epub 2024 may 9. Pmid: 38722778.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.